Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a review of the mustang product was performed. The balloon had the appearance of having been inflated. A visual examination of the returned device identified a longitudinal tear in the balloon material starting 4mm distal of the proximal markerband and extending 10.5mm distally. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that balloon leak occurred. The target lesion was located in the hand/arm vessel. A 6.0x40,75cm mustang balloon catheter was selected for dilation. However, during device introduction, the balloon was found leaking. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, returned device analysis revealed longitudinal balloon tear.